Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a diagnosis procedure, and the procedure was aborted and completed by moving the patient to another room. The phillips field service engineer (fse) inspected the system on site and confirmed that the system could not make an x-ray. The system log files indicated tube arcing. Upon troubleshooting, fse found the tube was not functioning and confirmed tube arcing. The actual cause of the issue was a popped x-ray tube. To resolve the issue, fse replaced the x-ray tube. The defective x-ray tube was returned to phillips for failure analysis, and it was found that the tube failed because of a vacuum leak (cathode insulator). A detailed analysis of the tube showed that it failed with a microleak in the cathode ceramic. After replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome. The health impact code was corrected.

Event description:
It has been reported to philips that the system is not able to make exposures in any mode. The user performed a restart of the system twice, but the issue persisted. The patient had to be moved to another room to complete the procedure. The system was noted to be in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.